Manufacturer narrative:
H3: product analysis of suspect product in under way.

Event description:
Additional information received. The suspected device has been returned and received by the manufacturer. Product analysis is underway but have not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis was performed for the device and found no anomalies, the device functioned as designed. No other relevant information has been received to date.

Manufacturer narrative:
A1 patient identifier (in confidence), initial reported inadvertently used (B)(6) instead of (B)(6). B5 date of this report, initial reported inadvertently left out device history review. H6 investigation finding, initial report inadvertently used c20 instead of c0203. H6 type of investigation initial report inadvertently left out b14.

Event description:
Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution.

Event description:
It was reported that during initial implant, the high impedance was seen with the first set of lead. A new lead was implanted and impedance was resolved. The suspected device has been shipped to the manufacturer but has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.